Manufacturer narrative:
The evaluation revealed no new information over what was already included in the original submission. This follow up MDR is being submitted in order to close out the initial MDR report.

Manufacturer narrative:
Device return anticipated but not yet received.

Event description:
Patient underwent total hip arthroplasty on (B)(6) 2018. Three weeks post-op, he went on vacation and "overdid it." Upon experiencing pain, the doctor x-rayed and determined that the stem had rotated and become loose. A revision surgery was performed on (B)(6) 2019.